Event description:
It was reported that during a total lap hysterectomy procedure, the device displayed an error code 5. When they released the device the artery was spurting, they then clamped the artery with a grasper and changed to a like device to complete the case. Bleeding was controlled and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).